Event description:
It was reported that during the procedure, the lead was unable to advance in the header. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2023. No patient consequences reported throughout the procedure.

Manufacturer narrative:
The reported event of failure to fully insert the lead into the device's ra-connector was not confirmed. Analysis revealed that is-1 leads could be fully inserted into both a- and v-connector ports with normal force. All connector port dimensions were normal. No device anomalies were found. The device had normal device characteristics.